Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device product, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the suture broke without any external force during trauma suturing procedure. Another like suture was used to complete the procedure. No further information is available.